Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of fungal peritonitis and bacterial peritonitis (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was reported to be ongoing. On (B)(6) 2012, the patient experienced fungal peritonitis and bacterial peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized. On an unreported date the patient began remedial treatment with an injection of reflin (1gm, every day, ip), an injection of fortum (1g, every day, ip) and a tablet of sisconn (125mg every day). The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.